Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had a missing needle. It was reported that the customer's blood glucose level was 90 mg/dl at the time of incident. It was reported that the needle was missing when the sensor was inserted in the serter and only the electrode was present. It was reported that it was not possible to insert to the body. The product will not be returned for analysis.